Event description:
Customer reports being unable to obtain a result on the advantage system due to a dead battery while having high blood glucose symptoms. Customer reports meter was unavailable for use for 5 days. Paramedics were called, and customer tested in the 400's (mg/dl) on professional meter; he was taken to the hospital where he remained for 3 days, and was treated with insulin. Requested return of suspect device, and replacement was sent.